Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: d10; g4; h2; h3; h6 an m2a-magnum mod hd sz 50mm, part # 157450 from lot 988160, was returned and evaluated against the complaint. The head is assembled with the taper upon receipt. The head is scuffed and worn consistent with metal on metal constructs. No other notable damage was observed to the head. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4) customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item number: us157856, item name: m2a magnum cup, lot number: 520400. Item number: 192012, item name: echo femoral stem, lot number: 724090. Item number: 139259, item name: m2a magnum taper, lot number: 630940.

Event description:
It was reported patient underwent hip revision approximately seven years post-implantation due to elevated ion levels and pain. Attempts have been made and no further information is available.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of op notes which indicated patient presented with vague symptoms of discomfort around hip and slightly elevating ion levels. Root cause was still unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Additional MDR report was filed for this event, please see associated report: 0001825034 - 2019 - 00049.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional/corrected information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.